Manufacturer narrative:
H6: investigation summary: event description: it was reported plates even non-lactose fermenting bacteria such as acinetobacter form colonies that appear slightly pink colored rather than transparent or otherwise clear. Complaint history review: complaint history was reviewed for the past 12 months. A similar complaint was reported for this catalog number however no trend was identified. Batch history record (bhr) review: the batch history review did not indicate any discrepancies. All release testing was satisfactory, and no deviations were observed. Sample analysis: retain samples could not be tested since the complaint was reported after the expiration date of the plates. Neither returns nor pictures illustrating the issue were shared. Evaluation results: at this stage of our investigation, we have excluded any systemic failure in our production process. No deviation could be found during the qc release testing of the affected lot. Since the issue was reported after the expiration of the complained batch, no further investigation could be performed. Investigation conclusion: based on the above-mentioned investigation, the complaint could not be confirmed. However, bd will continue to monitor incoming similar complaints.

Event description:
It was reported that while using plate mac conkey ii agar 90mm x 20 there was an occurrence of 100 plates with false positive results. Even non-lactose fermenting bacteria, such as acinetobacter formed colonies that appeared slightly pink colored rather than transparent or otherwise clear. No patient impact was reported. The following information was provided by the initial reporter: for mac conkey plates even non-lactose fermenting bacteria such as acinetobacter form colonies that appear slightly pink colored rather than transparent or otherwise clear.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using plate mac conkey ii agar 90mm x 20 there was an occurrence of 100 plates with false positive results. Even non-lactose fermenting bacteria, such as acinetobacter formed colonies that appeared slightly pink colored rather than transparent or otherwise clear. No patient impact was reported. The following information was provided by the initial reporter: for mac conkey plates even non-lactose fermenting bacteria such as acinetobacter form colonies that appear slightly pink colored rather than transparent or otherwise clear.